Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cv surgery the patient received inappropriate shocks. The magnet was not placed on the device and several episodes of noise and inappropriate vf were detected. The magnet was applied. The patient was stable.